Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their pacemaker experiencing intermittent ventricular undersensing. No intervention was reported. There were no patient consequences.